Manufacturer narrative:
(B)(4). Batch # unk. Month and day unknown. Only year (2017) is known. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and the following was obtained: can you please clarify, what was the "error during firing" that occurred? Please provide further detail of what the error was. The specific error was the malfunction of the stapling. There were some staples which were not form b-shape.

Event description:
It was reported that during an unknown procedure there was error during firing, the scrub nurse changed to the new cartridge. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Device evaluation: the analysis results showed that the xr30v cartridge arrived with no apparent damaged. The reload was received fully fired. No functional test was performed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.